Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 failed every day on room 3e1 and customer stated that this was a repeat problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. A field service engineer (fse) noted that grease had already been applied but the door was still failing. The latches were replaced with the new style, and all doors were tested several times in the application with no issues noted. The system functioned as intended after the field service engineer repaired the device.